Event description:
Additional information received indicates the patient's lead was explanted and replaced due to lead migration. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost effective therapy. Diagnostics discovered multiple contacts with impedance issues. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.